Event description:
Pt had a right ankle replacement approx 10 years ago. Last year she began developing pain and swelling. The ankle implant was removed during surgery on 2/20/97. During surgery it was discovered that the talar component along with the polyethylene component were loose. The medial part of the talus was totally disintegrated and a large amount of metal debris and polyethylene wear was found.